Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted-yes. Results of confirmation test: unknown. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and mental disorder ("psych injury related to essure? Yes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and mental disorder outcome was unknown. The reporter considered mental disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received- event injury updated to the client experienced severe pain. New event psych injury related to essure and patient information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.